Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), embedded device ("migration / migration of essure device/migration of essure device: during check up they noticed it moved into her tube and was going to go thru her bowels. In the muscle layer rather than the fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s))/ device breakage punctured thru tube"), device breakage ("device breakage/device breakage punctured thru tube") and haematochezia ("other injury(ies) or complication (s) please describe: there was blood in my stool") in a 31-year-old female patient who had essure (batch no. 194338-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. Concurrent conditions included fatigue, weight loss and appetite lost. Concomitant products included amlodipine (amlodipin), ethinylestradiol;etonogestrel (nuvaring) since 23-feb-2011 and medroxyprogesterone acetate (depo-a). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and haematochezia (seriousness criterion medically significant), 6 months 21 days after insertion of essure. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain"), adverse event ("abnormal symptoms"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and hysterectomy to remove the device and bilateral salpingectomy hysterectomy to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, embedded device, fallopian tube perforation, device breakage, back pain, adverse event, urinary tract infection, depression and dyspareunia outcome was unknown, the dysmenorrhoea was resolving and the haematochezia and hypoaesthesia had resolved. The reporter considered adverse event, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, haematochezia, hypoaesthesia, urinary tract infection and uterine perforation to be related to essure. The reporter commented: implanting physician visualized post implant for each fallopian tube right-1, left-1 the number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirming full occlusion fallopian tubes; on (B)(6) 2011: results: migration of essure device. Lot number 194338 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Event pt term updated: migration / migration of essure device/migration of essure device: during check up they noticed it moved into her tube and was going to go thru her bowels. In the muscle layer rather than the fallopian tube. Event clubbed: device breakage/device breakage punctured thru tube. Medical history added. Event onset dates added. Race information added. On 3-dec-2018: plaintiff fact sheet received ¿ concomitant drugs added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration / migration of essure device"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("device breakage") in a 31-year-old female patient who had essure (batch no. 194338) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine (amlodipin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 6 months 21 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), haematochezia ("other injury(ies) or complication (s) please describe: there was blood in my stool") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the device), surgery (bilateral salpingectomy hysterectomy to remove the essure), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, device breakage, back pain, urinary tract infection, depression and dyspareunia outcome was unknown, the dysmenorrhoea was resolving and the haematochezia and hypoaesthesia had resolved. The reporter considered adverse event, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, haematochezia, hypoaesthesia, urinary tract infection and uterine perforation to be related to essure. The reporter commented: implanting physician visualized post implant for each fallopian tube right-1, left-1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes; on (B)(6) 2011: migration of essure device. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Uti, depression, fallopian tube perforation, device breakage, dysmenorrhea, dyspareunia, blood in stool, were added. Lot number, lab data, historical & concomitant drugs, conditions added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), embedded device ('migration / migration of essure device/migration of essure device: during check up they noticed it moved into her tube and was going to go thru her bowels. In the muscle layer rather than the fallopian tube'), fallopian tube perforation ('perforation (fallopian tube(s)/ device breakage punctured thru tube'), device breakage ('device breakage/device breakage punctured thru tube') and haematochezia ('other injury(ies) or complication (s) please describe: there was blood in my stool') in a 31-year-old female patient who had essure (batch no. 194338-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, chronic cervicitis, adenomyosis, leiomyoma nos, paratubal cyst and abnormal uterine bleeding. Concurrent conditions included fatigue, weight loss and appetite lost. Concomitant products included amlodipine (amlodipine), ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2011 and medroxyprogesterone acetate (depo-a). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and haematochezia (seriousness criterion medically significant), 6 months 21 days after insertion of essure. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain"), adverse event ("abnormal symptoms"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the device). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, fallopian tube perforation, device breakage, back pain, adverse event, urinary tract infection, depression and dyspareunia outcome was unknown, the dysmenorrhoea was resolving and the hematochezia and hypoaesthesia had resolved. The reporter considered adverse event, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, hematochezia, hypoaesthesia, urinary tract infection and uterine perforation to be related to essure. The reporter commented: implanting physician visualized post implant for each fallopian tube right-1, left-1. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirming full occlusion fallopian tubes; on (B)(6) 2011: results: migration of essure device. Pathology test - on (B)(6) 2021: hysterectomy with bilateral salpingectomy: 1. Cervix: chronic cervicitis. 2. Endometrium: secretory phase. 3. Myometrium: leiomyomas and adenomyosis. 4. Uterine serosa: unremarkable. 5. Right fallopian tube: unremarkable, small paratubal cyst. 6. Left fallopian tube: unremarkable, small paratubal cyst. 7. Uterine weight: 173 grams. 8. Negative for malignancy. Lot number 194338 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. New reporter, lab data and medical history were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), embedded device ('migration / migration of essure device/migration of essure device: during check up they noticed it moved into her tube and was going to go thru her bowels. In the muscle layer rather than the fallopian tube'), fallopian tube perforation ('perforation (fallopian tube(s))/ device breakage punctured thru tube'), device breakage ('device breakage/device breakage punctured thru tube') and haematochezia ('other injury(ies) or complication (s) please describe: there was blood in my stool') in a 31-year-old female patient who had essure (batch no. 194338-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity, chronic cervicitis, adenomyosis, leiomyoma nos, paratubal cyst and abnormal uterine bleeding. Concurrent conditions included fatigue, weight loss and appetite lost. Concomitant products included amlodipine (amlodipin), ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2011 and medroxyprogesterone acetate (depo-a). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and haematochezia (seriousness criterion medically significant), 6 months 21 days after insertion of essure. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain"), adverse event ("abnormal symptoms"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the device). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, embedded device, fallopian tube perforation, device breakage, back pain, adverse event, urinary tract infection, depression and dyspareunia outcome was unknown, the dysmenorrhoea was resolving and the haematochezia and hypoaesthesia had resolved. The reporter considered adverse event, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, haematochezia, hypoaesthesia, urinary tract infection and uterine perforation to be related to essure. The reporter commented: implanting physician visualized post implant for each fallopian tube right-1, left-1 the number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirming full occlusion fallopian tubes; on (B)(6) 2011: results: migration of essure device. Pathology test - on (B)(6) 2021: hysterectomy with bilateral salpingectomy: 1. Cervix: chronic cervicitis. 2. Endometrium: secretory phase. 3. Myometrium: leiomyomas and adenomyosis. 4. Uterine serosa: unremarkable. 5. Right fallopian tube: unremarkable, small paratubal cyst. 6. Left fallopian tube: unremarkable, small paratubal cyst. 7. Uterine weight: 173 grams. 8. Negative for malignancy. Lot number report 194338 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc we received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration / migration of essure device"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("device breakage") in a 31-year-old female patient who had essure (batch no. 194338-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine (amlodipin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 6 months 21 days after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), haematochezia ("other injury(ies) or complication (s) please describe: there was blood in my stool") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the device). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, device breakage, back pain, urinary tract infection, depression and dyspareunia outcome was unknown, the dysmenorrhoea was resolving and the haematochezia and hypoaesthesia had resolved. The reporter considered adverse event, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, haematochezia, hypoaesthesia, urinary tract infection and uterine perforation to be related to essure. The reporter commented: implanting physician visualized post implant for each fallopian tube right-1, left-1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: confirming full occlusion fallopian tubes; on(B)(6) 2011: migration of essure device lot number 194338 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy to remove the device) and surgery (bilateral salpingectomy hysterectomy to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation and back pain outcome was unknown. The reporter considered adverse event, back pain, device dislocation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.